Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015. This medwatch is being submitted late because it was identified during the integration and remediation activities initiated by stryker medical in conjunction with this acquisition.

Event description:
It was reported via repair work order that the scale was inaccurate due to bumper being stuck under head deck. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.